Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from a consumer reported that the patient¿s stimulation moved up their waist since implant.

Event description:
The implant was uncomfortable charging it. Seemed like closer and closer, and can feel the outline of the implant when touching the skin. At first when implanted, it felt like an inch below the skin and was swollen but now it has crept to skin surface. The patient gets a shocking in the pelvic area and leg area when he turns up the stimulation to a higher level, has been like this since implant. A six inch band around the pelvic area down to below the pocket takes away a feeling. Sometimes the patient feels like he is going to wet his pants when this occurs. Once and a while out of nowhere he will be sitting there and gets an electric shock that jumps on the left side of his face into the eye and cheek area. This happened 5-6 times, 3-4 weeks ago. The patient has terrible neuropathy and cancer, and that¿s what he had the device put in for. The patient was going to meet with a company representative today to see if they can adjust it. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).